Manufacturer narrative:
The customer reported tubing get stuck or cracks at the connection to other sets, and returned one photo of material me2020 lot 23019336. The set photos were examined for defects and abnormalities. No defects or abnormalities were observed. There was no sample testing able to be done, and the complaint could not be verified. A device history record review for model me2020 lot number 23019336 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. There is no root cause without a verified failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Event description:
It was reported that bd maxguard extension set is damaged. The following information was received by the initial reporter with the verbatim: nurses wanted to express concern for the new mini infuser tubing. There have been multiple occurrences where the tubing gets stuck or cracks on the IV pigtail.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.